Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the patient presented recurring incontinence due to a hole in the cuff. All components were removed and a new artificial urinary sphincter (aus) was implanted. No further complications were reported in relation to this event.

Event description:
It was reported that the patient presented recurring incontinence due to a hole in the cuff. All components were removed and a new artificial urinary sphincter (aus) was implanted. No further complications were reported in relation to this event.

Manufacturer narrative:
B3: the exact event date is unknown upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The reported observation was confirmed via product analysis. The aus cuff was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff pillow. The tear is consistent with wear at a corner of a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen.